Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date, there were multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involvement in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.